Event description:
Information was received indicating that a smiths cadd extension set leaked from the filter. There was no reported injury to the patient.

Manufacturer narrative:
One cadd extension set sample was returned for analysis. Visual inspection was performed at 12" to 24" under normal lighting and no discrepancies were found during the visual inspection. Leak testing was performed using the hydrostat vessel and no leak was detected. Review of the manufacturing process revealed that all procedures are being carried appropriate. No root cause has to be determined since the complaint was not confirmed.